Manufacturer narrative:
Author: j. M. Hiekkaranta title: laparoscopic versus hybrid approach for treatment of incisional ventral hernia: a 5¿10-year follow-up of the randomized controlled multicenter study source: https://doi.org/10.1007/s10029-023-02849-1. Publication date: 23 july 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared long-term results of laparoscopic incisional ventral hernia repair using intraperitoneal onlay mesh laparoscopic group (lg) to a group receiving a hernia repair with open closure of fascial defect hybrid group (hg) between november 2012 and may 2015. The hernia repair was performed using a parietex composite mesh, which was fixed to the peritoneum using a competitor tacking device and sutures. In the hg group, the closure was performed with a slowly absorbing monofilament suture. Follow up was available for 65 patients in the lg group and 60 patients in the hg group. Complications included hernia recurrence and bowel obstruction. Ultrasonographic examination was required to confirm recurrence. Eight patients underwent reoperation for recurrence and two patients underwent reoperation due to bowel obstruction. The study noted that one concern regarding intraperitoneal mesh placement was the possibility of mesh causing intraperitoneal adhesions which can lead to intestinal obstruction. The study also noted that one reason for the high long-term recurrence rate might be the use of absorbable tackers for mesh fixation and concluded that open closure of facial defects did not reduce hernia recurrence.